Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that when the device was connected to the video system, there was an intermittent image when the cable was flexed. The fault was within the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd camera head, no image detected on stack. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the intermittent loss of image occurred due to a faulty cable. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.